Event description:
It was reported that prior to a gastric sleeve procedure, the cartridge won't fit in the stapler and caused it to stick. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: was the cartridge stuck in the device? Yes, the cartridge didn¿t fit correctly in the stapler, and when they closed the jaws, the jaws got stuck and it was difficult to open again the stapler jaws. What was the cartridge color and lot/batch number? It was a blue cartridge (ecr60b). We don¿t know the lot/batch number. Is the cartridge returning with the device? Yes. On which firing did this event occur (1st, 2nd, 12th, etc.)? 1st firing. Were the jaws of the device swished/rinsed and the anvil wiped between firings? N/a. The analysis results found that one ec60a device was returned with no visual non-conformances and without a cartridge reload present. In addition a cartridge pan was found lodged inside the channel. The pan was removed from the channel and the device was tested for functionality in the articulated position with a test reload. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-formed shape. No conclusion could be reached on what may have caused the cartridge pan to dislodge. One possible cause could be improper unloading technique. Please make sure the device is unloaded by pushing the cartridge upward (toward the anvil) to unsnap the reload from the cartridge jaw. Any twisting or off center pushing can lead to this issue. Event could not be confirmed as the device closed and opened without any difficulties noted. The batch record was reviewed and no anomalies were noted during the manufacturing process.